Event description:
It was reported by service report that the head left rails would not latch in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail not latching in upright position.